Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for staphylococcus coagulase negative (2cfu/endoscope). The testing result cleared the french guideline. Ofr checked the subject device and found followings. - the light guide lens was damaged. - the glue of the bending rubber was separated. - the air/water cylinder was defective. - the suction cylinder was defective. - there were incised and cuts on the instrument channel. The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator / wassenburg, using aniosyme xl3. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes (>250 cfu/endoscope, only low-risk micro-organisms present) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.